Manufacturer narrative:
Additional information received that the patient is fine and no further treatment. This is a follow up report to report this information. Summary: involved product was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1627133). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Based on the available information, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that protaper h-u 21mm/f2 *not ce* that was used during treatment;the patient did not cooperate well and the oral mucosa was stabbed. Lodophor disinfection. Was used. The outcome of this event is unknown as of this MDR. Further information requested.